Event description:
It was reported that following a factory reset of the ilet system, the user experienced frequent hyperglycemic episodes with glucose readings in the 300s despite low food intake, along with observations that the device sometimes delivered no insulin when glucose was high and delivered insulin when glucose was low. Symptoms included hyperglycemia with associated anxiety and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.